Manufacturer narrative:
Investigation results were made available. Trend analysis: a trend has already been identified and a CAPA was initiated and performed. DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: it was reported that there was a revision of a durom cup. The components were implanted on (B)(6) 2007 and revised on (B)(6) 2016 due to pain. Review of received data: a document with one x-ray dated (B)(6) 2016 is available for review. The received x-ray is in bad quality and it seems that the received document is a scan of a printed screenshot of the x-ray. The x-ray shows the ap view of the pelvis of a patient with bilateral total hip replacement. The date on the x-ray is (B)(6) 2016 and it is unknown if the date is (B)(6) 2016 and it is also unknown if the x-ray was taken before or after revision surgery. Office notes of the patient visit on (B)(6) 2007, surgical notes of implantation surgery on (B)(6) 2007 and the hospital discharge summary of implantation surgery are available for review. The patient visit notes of (B)(6) 2007 reports that the patient is consulting before his right total hip arthroplasty. It is reported that his pain is disabling and in addition to his left knee it prevents him from working. The patient was informed about the upcoming surgery of his right hip using wixson hip positioner, m/l taper stem, durom cup, large diameter head and femoral prosthesis. Following patient data are reported (B)(6). Surgical notes of implantation surgery on (B)(6) 2007 can be summarized as follows: the patient underwent the right hip total arthroplasty due to hip osteoarthritis. After preparation, the capsule was opened. The leg lengths were measured. The femoral head was dislocated. The femoral neck was cleared and was cut. The femur was retracted and the acetabulum was exposed. Successive reamings were carried out to a 60-mm outside diameter. A trial 60-mm cup fit appropriately. The 61-mm reamer was then inserted and lightly reamed the acetabulum. The zimmer 60/54 durom cup was then inserted, obtaining excellent fixation. The fit was appropriate and well covered. Attention was turned to the femur. Successive broachings up to a size 10 and trial reduction was performed. A -4 neck was chosen for length and offset. The permanent zimmer size 10 m/l taper stem was inserted, obtaining excellent fixation. The permanent 54-mm ldh head was then tapped on with a -4 adapter. The head was reduced, the hip was stable, and leg lengths were appropriate. The hospital discharge summary of implantation surgery reports that (B)(6) male with osteoarthritis of the right hip underwent right total hip arthroplasty. The patient did great postoperatively. Following disposition is reported: 30 pounds partial weight bearing and he was given full instructions for follow-up. Devices analysis: the durom cup shows damage from the revision surgery such as nicks and coarse scratches. Only small areas with bone attachments can be observed on the porous coating of the durom cup. Damage, in the form of coarse scratches, most probably due to the revision surgery is visible on the cup anchoring side. On the articulation surface of the durom cup there are numerous fine scratches and several coarse scratches. The latter are due to the revision surgery. In the as-received condition, the metasul ldh head and the head adapter were still assembled. The articulation surface of the metasul ldh head shows numerous fine scratches as well as some nicks and coarse scratches. The latter two could be attributed to the revision surgery. Additionally, a stripe with scratches is visible, which probably could be attributed to hip reduction process. On the inner surface of the head adapter surface changes due to fretting corrosion were found in the contact area. Additionally, at the proximal end of the taper, two opposing marks can be observed on the inner surface. The reason for the marks stays unknown. Review of product documentation: the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Root cause analysis : according to the received information the implants revised due to pain after approximately 9 years and 6 months in vivo. The review of the available medical documentation states that a 61-mm reamer was used to lightly ream the acetabulum and then a 60/54 durom cup was implanted, obtaining excellent fixation. The examination of the received components showed only small areas with bone attachments on the anchoring side of the cup which could possibly indicate poor bone ongrowth. The inner surface of the head adapter exhibits some surface changes due to fretting corrosion. The reason for this phenomenon remains unknown. A complete x-ray follow-up was not received and therefore, the situation of the components over time in vivo stays unknown. Based on the device examination, the reason for pain that lead to revision surgery remains unknown. No further investigation (like wear measurement) was required as according to the examination performed this issue is known (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Concomitant medical products and therapy date detail of product: item number: 0100181540. Item name" metasul ldh, head, 54, code t, taper 18/20. Lot # 2344274. Item number: 0100185105. Item name: metasul ldh, head adapter, s, -4, taper 8/10-18/20. Item number: 00771101000. Item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset, lot # 60606358. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
In addition to the report 0009613350-2017-00052 patient underwent revision surgery also due to synovitis, metal debris and wear.

Manufacturer narrative:
The manufacturer received the device for investigation on december 27, 2016. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a durom us acet cmpnt 60/54 t on (B)(6) 2007. Patient alleged pain, inability to walk long distance or lay on his side nine years post implantation. The patient underwent a revision surgery on (B)(6) 2016 due to pain.